Event description:
It was reported that a large volume infusor underinfused, delivering only approximately half of its contents. This occurred during patient infusion of a baxter-compounded solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic inspection could not identify any abnormalities that could have contributed to the reported condition. As the actual sample was not returned, an evaluation was not able to be conducted. Therefore, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot was manufactured from 05/30/2013 to 05/31/2013. The device was not returned; however, a photo of the device was received and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.